Event description:
A customer reported a case in which one sample rack had nine samples. The following offset of results occurred. No results provided. Sample # 2 was not sampled by the instrument. After sampling tube # 1, the next tube sample was sample # 3. The pt results for sample 3 were in sample 2 position. The customer noticed a problem with the results and did not report out pt results. There was no report of death or serious injury.

Manufacturer narrative:
No root cause has been determined. Corrective action: a customer installed cdm software update cd-rom has been created to detect any pattern in the worklist and the summary report that could cause mismatch of pt results. The software will stop the run and prevent reporting of a result if any pattern is encountered. This software update will enhance the software design. The cdm software update cd-rom (for all versions of cdm software) has been installed on twenty u.s customer's cdm computers. The twenty sites include cdm versions 3.5, 3.6t and 4.0. Implementation of this cdm software update cd-rom for all customers is scheduled for (B)(4) 2009.